Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system displayed that there was a connection issue between the imaging system and navigation system. It was reported that due to the reported issue, 3d image acquisitions could not be performed. Opening and closing of the gantry door of the imaging system restored functionality.

Manufacturer narrative:
Additional information: software log review results. Software logs were reviewed and found no issues.

Manufacturer narrative:
Additional information: surgical delay as a result of the issue: 10 minutes.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a sacroiliac and thoracolumbar procedure. It was reported that the site radiologic technologist (rt) received an error message on the mobile view station (mvs) stating "3d mode disabled, navigation connected not ready". The rt confirmed that they were able to take a 2d anterior posterior (ap) and lateral image, pressed the 3d button on the imaging device hand switch, the imaging device gantry moves to the start position, the navigation beeps twice for initialization, and the error is displayed on the mvs. No 3d images taken. The rt opened and closed the imaging device and held down the 3d image button on the hand switch. The 3d image captured successfully. Surgical delay of 10 minutes was reported. No known impact on the patient outcome reported.